Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-03836. It was reported in a research article that the battery was low and the extension had broken. Surgical intervention took place wherein the ipg and extension were explanted and replaced to address the issue. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.